Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. The returned device indicated a loose/detached set screw. Analysis was performed and no anomalies were found.

Event description:
It was reported that during a device change out procedure, the atrial lead experienced oversensing when securing the atrial set screw in the new device header. The lead was tested through the analyzer with results showing intact lead performance. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.